Manufacturer narrative:
Correction info. And additional information: based on further review, the following codes were updated to reflect the correct coding per customer responses during the initial intake process. The following fields have been updated: section h6: health effect - clinical code 1. 2639 - capsular bag tear 2. 4581 - appropriate clinical signs, symptoms, conditions term / code not available - device decentered or dislocated. 3. 4625 - vitrectomy (inadvertently not coded in initial report submission. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The intraocular lens (iol) is not returning for evaluation as it was discarded by the customer; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a tecnis 1-piece intraocular lens (iol) was displaced because of the patient's capsular bag was compromised. The lens was explanted and vitrectomy was performed. The replacement lens is an anterior lens, za9003 28.5 diopter. Patient outcome is not provided and the lens was discarded. No additional information provided.